Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that a circular artifact appeared on scanned head images. A philips field service engineer (fse) went onsite to evaluate the system. The fse confirmed that a circular (ring) artifact was present on scanned images. The fse visually inspected the system and found a fracture (crack) in the compensator of the a-plane collimator. The fse replaced the a-plane collimator and performed system calibrations to resolve the issue; the artifact did not recur. The fse confirmed that there was no patient impact and no misrepresentation and/or mistreatment as a result of the artifact. The system is functional and in clinical use. This issue has been determined not to be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.